Manufacturer narrative:
Weight - unknown, ethnicity - unknown, race - unknown, date of event - unknown, PMA/510k - this product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2021 a 13.2mm vicm5 13.2, -10.50 diopter, implantable collamer lens for the patient's left eye (os).. Low vault was observed. Lens remains implanted. Reportedly, lens replacement is planned. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.